Manufacturer narrative:
(B)(4). The reported event is considered confirmed as the returned tasp is fractured. The visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use and the post feature has fractured off . Device history record  (DHR) and receiving inspection report were reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was found to be fractured, worn and abraided. No adverse events have been reported as a result of the malfunction.